Manufacturer narrative:
The hill-rom technician performed the investigation and per the account the patient was yelling for help and when she entered the room the patient was found lying on the floor beside the bed near the foot end. The patient had dementia and orthostatic hypertension. Due to the fall the patient had a broken left hip and a fractured c6 vertebra. The patient was taken to the hospital where surgery was performed on her injuries. The account checked the patient position module and it was not armed. The patient was attempting to go to the bathroom. The hill-rom technician tested the scale of the bed and the patient position module alarm in all settings and found the bed functioned as designed. No repair was needed. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction or a failure to meet specifications. Based on this information, no further action is required.

Event description:
The accounts maintenance reported to the hill-rom technician that a patient fell and the account was requesting an investigation. This report was filed in our complaint handling system as (B)(4).